Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that remote monitor was hot and it felt like it could burn the patient's skin off. No troubleshooting indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.